Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7075159. Product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(4); batch: 525713.

Event description:
It was reported that the patient had an infection as a result of the patient picking at the midline incision for a long period and making scabs in the incision site. The patient was prescribed with antibiotics. The physician opted to do an explant procedure due to the infection was so deep and to prevent from tracking the leads. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.